Event description:
It was reported that the system 9800 made a "popping" sound during a procedure and then locked up. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. There was pitting on the anode of the filament due to arcing. The filament was replaced. The system was tested and found to be working as intended and placed back into service.